Manufacturer narrative:
The initial reported event of lead integrity alert (lia) triggered, oversensing, inhibition of pacing, and patient sustaining injuries, damages, and distress were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted lead. 052909: it was reported the lead is exhibiting oversensing which has lead to inappropriate therapies and inhibition of pacing. The lia was triggered.